Event description:
Related to MFR report # 2183959-2012-02124. Related to MFR report # 2183959-2012-02126. It was reported by the plaintiff's attorney that on (B)(6) 2009 the plaintiff was implanted with an ams perigee system to treat stress urinary incontinence and pelvic organ prolapse. The plaintiff's attorney alleges that the plaintiff "experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and loss of bodily organ system, and has undergone or will undergo corrective surgery or surgeries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.